Event description:
It was reported that the customer's insulin pump was unable to stop the scrolling on her insulin pump. The customer stated that she attempted to take a bolus, but the up arrow button kept scrolling. The customer's blood glucose was 207 mg/dl. The customer stated that none of the buttons were responding. The customer stated that, prior to the issue, she had just set the insulin pump on the counter. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump was received with no up button response due to corroded keypad traces. No unexpected numbers scrolling during testing were noted. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.